Event description:
The customer stated, that she tested her blood glucose using her new contour meter and an older contour meter. The new meter read 10 mg/dl, while the other meter read 126 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. The customer did not provide any product info for the test strips. Replacement products were sent to the customer.

Manufacturer narrative:
The customer did not provide a serial number for the contour meter, so it was not possible to determine a manufacturer date.